Event description:
It was reported the patient underwent surgical procedures on both feet. The patient underwent an arthrodesis metatarsus 1 for both + percutaneous osteotomy of 2nd, 3rd, 4th tibiale metatarsus on left foot. On the left there was consolidation after 3 months. On the right, the plate was okay at 3 months but broke at 4 months with movement of the arthrodesis on valgus. The screw did not break. A revision surgery was planned for (B)(6) 2016. There has not been confirmation of the revision procedure at this time.

Manufacturer narrative:
Complementary information received: one month after the revision surgery the patient is ok / no pain. Integra has completed their internal investigation on (B)(6) 2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the device involved in this complaint is: product ID: 290 150 snd, lot f8w4, manufactured on february 2014. (B)(4) items were released and controls were performed on (B)(4) products. All results met the requirements. A review of the complaint system was performed. This is the first incident (for the past two years) reported to newdeal about a hallu lock s plate. During the same time period, (B)(4) have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. This is the first incident for this lot. Product was sent to an external laboratory for failure analysis (macrographic and micrographic analysis, hardness test). The failure mode is brutal. Cause of the brutal failure is the application of a load higher than the mechanical resistance of the part (load applied on the upper part of the plate). In addition, no metallurgical defect of the raw material was found and hardness results are in accordance with specifications. Conclusion: following the results of investigation, the specifications of the device are in compliance with specifications for documentary review and product analysis. The consolidation of two bones was not done after 3 months while the usual time to obtain fusion is generally between 5 and 8 weeks. Product analysis concludes of an excessive load applied on the upper side of the plate (load higher than mechanical properties of the plate). No information was provided by customer about any potential excessive load applied on the plate.

Event description:
Adverse event status updated due to revision surgery having been done (reported in fu MDR #1).

Manufacturer narrative:
Additional information received 6may2016: the revision surgery was done.